Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went back to the operating room (or) for low flows and a pneumothorax requiring drainage. The pneumothorax was drained however, upon examination of the patient's outflow graft, it was decided to remove the outflow graft and reattach to lengthen. The patient was fully anticoagulated, and the pump was stopped to operate. The pump was restarted and the patient was retuned to the intensive care unit (ICU) however, low flows continued. Low flow software upgrade was requested. The upgrade was performed without issue.

Event description:
It was additionally reported that the cause of the low flow alarms was a small ventricle size.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: although the reported low flow alarms were unable to be confirmed as no log files were submitted, it was reported that the alarms were due to the patient¿s size. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Additionally, a specific cause for the reported malposition of the outflow graft, requiring lengthening and repositioning, could not be conclusively determined. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2 correction. Section h6 correction: health effect - impact code 4629 - device revision or replacement added. Section h6 correction: health effect - impact code 4608 - intensive care added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that a cause for the pneumothorax was not identified. The outflow graft was contributing to right ventricle compression due to the outflow graft being across the right ventricle. The outflow graft was repositioned and required additional length. A low flow software upgrade was performed, the low flows resolved, and the patient was stable but critical.